Manufacturer narrative:
(B)(4). The reported appearance of a shorter stent may be the result of, but not limited to manufacturing, incorrect vessel diameter size measurement, incorrect marker band placement, or incorrect product size selection. To ensure this is not related to a manufacturing deficiency, a sampling of units is destructively tested to verify uniformity of expansion. Additionally a sampling of catheters is destructively tested to verify proper stent length for every catheter. The device was not returned for analysis and a cine of the procedure was not returned; therefore, a conclusive cause for the reported difficulties could not be determined. A search of the lot history record indicated no non-conforming material records for the lot. Additionally, a query of the complaint-handling database indicated no related incidents. There is no indication of a lot specific product quality deficiency. Based on the investigation, there is no indication of a product quality deficiency.

Event description:
The procedure was in the left anterior descending artery and not in the descending aorta. Additionally, there was no clinically significant delay in procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The customer reported the stent delivery system was discarded. A follow-up will be submitted with all relevant information.

Event description:
It was reported that during a descending aorta procedure, the 3.0 x 23 mm xience v stent was advanced to the lesion site to be implanted overlapping a stent already implanted distal to the target lesion. However, after deployment, it was noted that the stent was not overlapping the distal stent. The stent appeared to be approximately 16 mm in length, which is smaller than the labeled 23 mm length. An additional 3.0 x 12 mm xience v stent was used to overlap the two implanted stents. No adverse patient effects were reported. No additional information was provided.